Manufacturer narrative:
Of the 111 allegations of a malfunction, 83 pumps were returned to animas and investigated. Of the investigated pumps, 81 were found to be malfunctioning due to damaged cartridge compartments. During investigation for unrelated complaints, there were 34 additional failures found. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 111 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment issue. These reports were received from various sources. The patients associated with this allegation range from 7-80 years of age and between 36 and 280 pounds. Of the reported patients, 63 were male, 48 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 25 instances of cartridge compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 2 instances of cartridge compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.